Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited one out of range shock impedance measurement. As there was only one occurrence, boston scientific technical services (ts) recommended normal routine follow-ups. No adverse patient effects were reported.